Manufacturer narrative:
An event of the valve migrating after deployment was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 29mm navitor tavi valve was selected for an implant on (B)(6) 2021. The final implant depth was 3mm, there were sufficient calcium to allow anchoring of the device with a agaston score 2000. The valve popped out into the aorta ascenders after deployment. There was no tension on the delivery system at the time of final deployment. The patient did not have an acute aortic angle and the physician did not attempt to snare and reposition the valve. There was no hypertensive spike or pulmonary hypertensive episode noted at the time of migration. Device was surgically removed and a non abbott valve was surgically implanted. There was no patient symptoms associated with the event. Patient remained hemodynamically stable throughout the procedure and is in stable condition in ICU. There is no clinically significant delay in procedure and no adverse patient effects. No additional information provided.